Event description:
It was reported that the patient underwent a surgical procedure to have the right cylinder of a tactra malleable penile prosthesis explanted due to the visible erosion through the skin due to malposition of the device. The left cylinder was removed and smaller cylinders were implanted several months later. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the erosion of the tactra malleable penile prosthesis cylinder out of the patients skin could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that this event did not represent a new or unanticipated event. Device technical analysis : the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review : a review of the device instructions for use (IFU) was completed finding that the mispositioning of the device is documented as a warning, along with the adverse event of erosion. There is no evidence that the device was used improperly. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of erosion is a known risk of the device and included in the labelling documentation. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient underwent a surgical procedure to have the right cylinder of a tactra malleable penile prosthesis explanted due to the visible erosion out of the patient's skin from malposition of the device. The left cylinder was removed and smaller cylinders were implanted several months later. No patient complications reported.